Event description:
Customer requested assistance with downloading event log related to a suspected overinfusion. Minimal clinical info provided. Device was infusing dilantin in an infant. Infant died. No other details given despite several requests for more info. Review of the device event log indicates that some of the relevant log had been overwritten due to continued usage of the device after the incident. The log shows that channel b was infusing at the rate of 270 ml/hr. When the device alarmed for infusion complete, the volume infused was cleared, and the infusion parameters were changed. A new rate of 43 (ml/hr) was entered then changed to 180 ml/hr with a vtbi of 2500 ml. Channel b ran for almost 2 hours with several occlusion alarms logged. Events and alarms logged during the 2 hours of intermittent operation suggest that the user was experiencing issues with the disposable cassette. At 90 minutes, the log indicates that the cassette was removed from channel b and channel b was not used again. Subsequently, a cassette was placed in channel a. The same occlusion alarms which occurred in channel b now occurred in channel a. Less than 10 minutes later the device was powered off. A total volume of 237.56ml had been infused over the 2 hour period.

Manufacturer narrative:
The device was received at cardinal with the service seal broken. All three channels were tested for rate accuracy and performed well within specification. The reported overinfusion could not be replicated during testing. Recommendations were made to the customer to share the info from this investigation with the appropriate staff. In addition, it was recommended to establish and monitor clinical and age specific competencies including infusion pump competencies. Customer will be provided with appropriate training materials as needed.